Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had and unspecified error. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer stated that insulin pump did not pass the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 17 during self test. Problem isolated to electronic assembly.